Event description:
It was reported that per the operating room director "on their last three insertions, the sheath with the sidearm has collapsed at the tip - so when the iab is inserted, it can't pass through the kinked and collapsed tip."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.